Event description:
It was reported that there was a malfunction resulting in high co2 delivery during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change valve assembly was cleaned to resolve the issue. No patient information to date after calls to customer 02/28/23 and 03/09/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.